Manufacturer narrative:
(B)(4).

Event description:
Procedure: cystectomy. According to the reporter: the device and cartridge jammed over the pedicle. The device fired the staples and advanced the blade, but couldn't retract the blade. The jaws would not open to release the tissue. The tissue could not be pulled out of the jaws of the cartridge. The pedicle was narrow and was not that thick and the instrument advanced smoothly. After it happened the staff detached the device from the cartridge and left the cartridge behind. After finishing the other part of procedures the surgeon applied clips and cut the tissue to remove the cartridge. He believed it added more than 30 minutes to the normal procedural time.